Event description:
Country of complaint: (B)(6). Difference in thread thickness, threads break easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Reported device is not marketed in the us; however this product shares raw materials with products that are marketed in the us. Manufacturing site evaluation: samples rec'd: 3 opened pouches. There is one previous complaint regarding thread thickness and no previous complaint regarding fragility. Diameter result conducted on the open samples rec'd fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.